Event description:
The customer reported that their device would no longer power on with ac and dc power. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the interface pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.during the device evaluation, it was observed that a capacitor, designator c14 from the interface pcb had burned and fell off of the pcb. This caused damage to several other components within the device.